Event description:
It was reported that shaft break occurred requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, it was noted that the catheter was separated inside the patient. The fragment has been removed with snaring, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that shaft break occurred requiring intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, it was noted that the catheter was separated inside the patient. The fragment has been removed with snaring, and the procedure was completed with a different device. There were no patient complications as a result of this event.